Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient reported experiencing an occlusion alarm with their insulin delivery system. The patient identified that the blockage causing the alarm was located at the insertion site. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch: 6003482, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot: 6003482 was manufactured according to the work instruction (wi) version 94 and manufactured in the machine multivac 10 on 02/oct/2023, with a total of (B)(4) units. Glue-connector lot: the lot: 3j03233 was manufactured according to the (wi) version 35 and manufactured in the machinemp03 on 30/sep/2023, with a total of (B)(4) units. The lot: 3j04155 was manufactured according to the (wi) version 35 and manufactured in the machine mp03 on 01/oct/2023, with a total of (B)(4) units. The lot: 3j04136 was manufactured according to the (wi) version 35 and manufactured in the machine mp03 on 01/oct/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.